Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent a posterior lumbar spinal fusion surgery on the lumbar region of his spine from vertebrae l4- s1 using rhbmp-2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine using a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral elements). Patient's post-operative period has been marked by a period of improvement, followed by increasing low back pain, radiating pain and spasms in the right leg and foot, weakness of the right leg and foot, and erectile dysfunction. Patient treated his continued pain and symptoms with pain management treatment, medications, injections, and implantation of a dorsal column stimulator. Patient continued to experience constant and extreme mid back and lower back pain, with radiation of pain to his right leg and foot, constant back spasms, numbness/tingling in his right foot, and sexual dysfunction. Patient also experienced depression due to his pain and limitations and inability to work. He experiences difficulty walking, sitting and standing and requires occasional use of cane to assist in ambulation. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with herniated disc l4-5, right. Post laminectomy instability l5-s1 and underwent the following procedures: lumbar laminectomy l4 to s1. Discectomy posterior spinal fusion with bone morphogenic protein and mosaic l4-s1. Spinal instrumentation with monarc instrumentation l4 to s1. As per op-notes, ¿there is a large herniated disk on the right side putting significant pressure on the right l5 nerve root. After the laminectomy and discectomy was completed, the posterolateral elements were decorticated with a high speed drill. Bone morphogenic protein and mosaic were packed in the posterolateral elements.¿ the patient was also diagnosed with central and right sided herniated nucleus pulposus l5-s1 with canal compromise and nerve root compression radiculopathy and segmental instability with disc space collapse l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.